Event description:
It was reported that this was a vessel puncture closure using two prostar devices after an interventional procedure. Reportedly, the needle in the 10 o'clock position, misfired with both devices. Needle back down was successfully performed. A new prostar device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event was estimated as 03/20/2024, the day before the alert date. The additional prostar referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual and functional inspections were performed on the returned analysis. The reported failure to fire was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The observations of the clamp marks on the suture lumen on the returned device indicates the suture was clamped resulting in the failure to fire. The treatment appears to be related to the circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, (B)(4) sterile unused devices were received. (B)(4) sterile unused devices were inspected per the test plan. There was no damage noted to the sterile/unused devices. Qat testing was also performed on the (B)(4) devices and were successfully tested.